Event description:
It was reported that the blue motor was jammed and the blue adapter would not rotate during a breast biopsy. Unable to sue the system for the case. A biopsy system was used with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.